Manufacturer narrative:
The reported event of backup operation was confirmed. The device was received in backup operation. Visual examination found arc marks on the can which is consistent with the reported defibrillation event. Analysis of the device image found the backup occurred due to a non-maskable interrupt which is consistent with backup operation due to defibrillation. Further testing determined the device is above elective replacement battery levels and exhibited normal device characteristics. Longevity assessment was also performed and the device was in the normal range of operation with appropriate remaining longevity.

Event description:
During an unrelated procedure, the pacemaker was noted in backup vvi mode. The device was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.